Manufacturer narrative:
Correction: patient identifier, annex a code. H10: the customer reported infusion leaking above safety clamp. One sample of material 2426-0007, lot number unknown was received. Upon initial visual examination, the set verified the complaint of pinhole in the silicon pumping segment, near the upper fitment. A device history record review was not performed as the lot number is "unknown" for this complaint. The investigation was unable to trace the reported issue to the manufacturing process. The root cause is unknown. There is a potential root cause for this issue that is related to clinical practice. Please refer to the IFU of the product.

Event description:
No additional information was provided.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking. The following information was received by the initial reporter with the following verbatim: it was reported by the customer that various issues; holes in tubing, leaking, adhering to itself.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.